Manufacturer narrative:
Additional information received from the nurse for the surgeon indicated that the patient¿s medical history was significant for multiple cvas (cerebrovascular accident) and aortic vegetations. The patient was significantly noncompliant with initial postop follow-ups, orders, anticoagulation/medication regimens. The reintervention on (B)(6) 2017 was indicated for valve dehiscence secondary to ¿probable endocarditis¿ and acute decompensated chf (congestive heart failure). The manufacturing records for the onxace-23, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. During the investigation no non-conformances or deviations were noted. An evaluation was performed for the available information. Local diagnosis was valve dehiscence secondary to probable endocarditis and acute decompensated chf. Infection (endocarditis) can cause deterioration of annular tissue leading to separation of the valve from the tissue (dehiscence) to which it was anchored. Listed in the instructions for use (IFU), operated valve endocarditis is a recognized risk of prosthetic valves that could lead to thrombosis, thrombotic embolism, bleeding events, or paravalvular leak (the likely cause of chf) [akins 2008] as well as explantation [IFU]. The objective performance criteria of iso 5840:2005 for rigid prosthetic valves indicates an endocarditis rate of 1.2 %/pt-yr. In the proact study for avr, there were 9 reported cases out of 375 implants [puskas 2014]. The root cause for the reported event is endocarditis influenced deterioration of annular tissue leading to separation of valve from anchoring tissue and introduction of a paravalvular leak that resulted in congestive heart failure. No further action warranted.

Event description:
According to the information received, a patient received mechanical valve on 01/31/2017 and required re-intervention/explant on (B)(6) 2017 and it was replaced with an additional identical mechanical valve.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the information received, a patient received mechanical valve on (B)(6) 2017 and required re-intervention/explant on (B)(6) 2017 and it was replaced with an additional identical mechanical valve.